Event description:
During a cryoablation procedure, ablations to the left pulmonary veins were completed and and the right pulmonary veins were about to be treated. Information received by medtronic indicated that system notice message 50002 (the system has detected an electrical component failure) was triggered, and the cryoconsole was restarted. After the restart, system notice messages 12211 and 12213 were triggered (both messages indicating that the system does not recognize the catheter). The cryoconsole was restarted, and the catheter and umbilical cable were replaced and the cryoablation procedure was completed. No patient complications were reported. Reportable based on analysis completed (B)(4) 2015.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. Visual inspection showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was not used. The reported catheter not recognized issue (#12211) has been confirmed through testing the other system notices (#50002 ¿electrical component failure¿ and #12213 ¿not recognized¿) not confirmed. The catheter failed the returned product inspection due to a broken tc2 wire in the handle.